Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) oversensed noise on this right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. An rv lead fracture was suspected but not confirmed as the impedance measurements were within normal limits. The rv lead was capped and the device was explanted. Attempts to identify the serial number of both products were unsuccessful. No additional adverse patient effects were reported.